Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph with moderate ketones. Customer required assistance from their husband, who administered bolus to address elevated blood glucose. Customer changed pump supplies to address the issue and resumed insulin delivery.